Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly overnight. When the pump was turned back on the pump memory was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose level was 165 (mg/dl). The customer inputted settings, completed the load process and resumed insulin prior to contacting tandem technical support. Reportedly the customer will continue to use the pump for insulin therapy.